Manufacturer narrative:
Analysis was performed on the returned device. Although a needle to cuff miss was not confirmed, the returned device analysis noted difficulty removing the plunger. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty pulling the suture appears to be related to an instructions for use (IFU), deviation such that (step 4) was performed to close the foot prior to removing the plunger (step 3) resulting in an interaction with the follower as the needle would still be in the deployed. The subsequent treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue. Additionally, sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted.

Manufacturer narrative:
Date of event estimated . The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using proglide devices. Reportedly, the suture could not be pulled out for four proglide devices. Another proglide was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.